Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed this right ventricular lead displayed decreased sensing values. It was thought the lead was dislodged. No surgical intervention is intended at this time. No adverse patient effects were reported.